Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen timed out faster than expected. Additionally, the touchscreen was intermittently unresponsive and was activating lock screen buttons without interaction. Customer's blood glucose was 155mg/dl. Reportedly the customer continued to use the pump for insulin therapy.